Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the customer that upon implanting the intraocular lens (iol), the haptic broke. The iol was completely delivered into the right eye and removed and replaced during the same procedure. There was incision enlargement and a suture. A vitrectomy was not performed. The patient is doing well. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.